Manufacturer narrative:
Device was not implanted; device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. See medwatch#: mw5075055.

Event description:
Per medwatch mw5075055 received, the user facility reported the detachable valve came off during the case. The valve has to be tightened several times during the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.